Event description:
I had a total left hip replacement on (B)(6) 2005. I received the depuy total hip system pinnacle 100 acetabular cup sz mm54. Prior to surgery, I had pain in my groin that was worse with ambulation and better with rest. I had increased inability to rotate my leg and used a cane at times. After surgery, the pain went away but then in (B)(6) 2012, I had x-rays done that showed severe osteolysis of the proximal femur due to the metal-on-metal reaction. I also had an aspiration of the left hip on (B)(6) 2012. I had to have a revision of my left total hip replacement on (B)(6) 2012 requiring add'l hospitalization. Physical therapy from (B)(6) 2012 - (B)(6) 2013. Dates of use: (B)(6) 2005 - (B)(6) 2012. Reason for use: left hip osteoarthrosis.